Event description:
Procedure: hysterectomy. Upon inserting the device, the sleeve did not retract over the blade. Some viseral lacerations occurred however there was no patient injury as the patient is "fine" subsequent to surgery.